Event description:
It was reported that the procedure was to treat a 100% restenosis of a stent implanted in 10/2011 in the proximal to distal right coronary artery (rca) with moderate tortuosity. An attempt was made to deliver a guide wire to the lesion with the support of a micro catheter but the micro catheter did not go further than the distal rca. After pre-dilatation of the lesion with a 2.5 x 15 mm and 1.25 x 10 mm non-abbott balloons, an attempt was made to deliver the 2.5 x 38 mm xience prime stent delivery system (sds), but it failed to cross and the proximal shaft became kinked. Thus, a 2.5 x 15 mm non-abbott balloon was used as an anchoring balloon and the xience prime was able to be delivered to the lesion with the support of a 4f guide catheter. The 2.5 x 38mm xience prime stent was implanted in distal rca and post-dilation was performed with the 2.5 x 15 mm balloon. A 2.5 x 28 mm xience prime stent was implanted in mid rca and a 3.0 x 15 xience v stent in proximal rca to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. Return device analysis noted the shaft was torn at the location of the kink, resulting in a leak. Follow-up information confirmed that this damage occurred during use in the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: legend2.5-15, guide cath: 4f kiwami, stent: endeavor. (B)(4): use after damage, indication for use. Evaluation summary: the device was returned for evaluation. The shaft kinks and leak were confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU) instructs the user to discontinue the use of the device when a bend or kink was found on the hypotube at any time during the use. The IFU also states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. In this case, it appears that the IFU deviation may have caused or contributed to the shaft damage/tear and leak.